Manufacturer narrative:
Follow-up #1: date of submission "11/07/2106". Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: an unexplained power on reset (por) event was observed in the black box on (B)(4) 2016 22:32; deliveries resumed at (B)(4) 2016 01:40. An unexplained por event was also observed on (B)(4) 2016 21:54; deliveries resumed at (B)(4) 2016 09:29. The battery compartment was observed to be cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. A leak test failed with the battery compartment leak. The returned battery cap threads were also stripped; the battery cap was unable to secure tight to the pump. Por¿s were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no por¿s. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no further evidence of moisture was observed on the printed circuit board or internal components. No damage was observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement in the range of 300mg/dl to 450mg/dl with abdominal pain. The patient reportedly denied any other symptoms associated with the reported bg values. There was no indication of medical intervention. There was reportedly an intermittent power issue with ths pump. There was reportedly a damaged battery compartment and moisture/corrosion was found inside. There was no indication of damage to the battery cap; however, the yellow o-ring was visible. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a power issue with the pump.